Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm monopolar curved scissors instrument for failure analysis investigation. The instrument was analyzed and was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The tips opened and closed properly. The instrument failed the electrical continuity test, indicating an interrupted electrical pathway between the instrument pins and grip tips. The continuity test was performed on each grip and current flow was not detected across either grip tip. Additional investigation on the instrument was conducted. The initial findings of the instrument having no energy were confirmed. The continuity was retested and failed. The housing was removed it was observed that the conductor wire was broken at the proximal end. The insulation was damaged, and the internal wire was visible. The flush tube, internal hypotubes, and conductor wire insulation were all found to have thermal damage.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the 8mm monopolar curved scissors instrument had no energy. The user was completing the procedure as planned using a backup monopolar curved scissors with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
On 10/23/2024, the following additional information was obtained: there are no photographic images of the device(s) or a video recording of the procedure available for intuitive surgical, inc. (Isi) review.